Event description:
The patient underwent full vns replacement surgery due to the high impedance and battery depletion. During attempts at product return, it was revealed that the facility discarded the explanted products.

Event description:
It was reported via clinic notes received by the manufacturer that high impedance was observed on the patient's vns. The patient was referred for full vns replacement surgery due to the high impedance and prophylactic generator replacement. The patient's father noted that the patient has had an increase in seizures since changing AED medicine to a generic, but since high impedance was reported, the event was captured as well. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.